Event description:
2.6fr argon dl PICC placed by intervention radiology on (B)(6) 2021 at 1219 right femoral vein, catheter trimmed to 13cm with 0.cm external length on (B)(6) 2021 at 1800 crack found along red hub where needless connector attached PICC removed and replaced with new PICC.

Manufacturer narrative:
Affected product is anticipated to get returned. A follow-up will be submitted after product has been investigated.

Event description:
2.6fr argon dl PICC placed by intervention radiology on (B)(6) 2021 at 1219 right femoral vein, catheter trimmed to 13cm with 0.cm external length on (B)(6) 2021 at 1800 crack found along red hub where needless connector attached PICC removed and replaced with new PICC

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample confirmed a crack in the red female luer which would result in leakage. Several complaints have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 has been initiated to address this issue and is currently under investigation. The CAPA will identify the specific causes and corrective actions to be taken.